Manufacturer narrative:
Retainer ring = black. Pump case = ngp customer returned pump for an alleged pump error 130, unresponsive keypad, and time/clock anomaly found on 03-mar-2023. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. All buttons function properly. Test p-cap locked into the reservoir tube successfully. No pump error 130 alarms noted during testing. Pump was set to the current time and left for an hour. The pump time and date was the same as the current time and functioned properly. The pump was cut open for visual inspection and found dried insulin in the motor slide, a corroded home switch, and moisture on pcba 1, pcba 2, motor, and force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. No physical or moisture damage was found in the keypad assembly. Pump passed the keypad voltage test. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, corroded battery tube, cracked case (battery tube), cracked keypad overlay, keypad overlay texture damage. Pump passed full drive test. Pump error 130 was not confirmed during testing. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Time/clock anomaly was not confirmed. Pump exposed to moisture confirmed on pcba 1, pcba 2, motor, and force sensor medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. S/w version 5.2a retainer ring = black pump case = ngp customer returned pump for an alleged pump error 130, unresponsive keypad, and time/clock anomaly found on (B)(6) 2023. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. All buttons function properly. Test p-cap locked into the reservoir tube successfully. No pump error 130 alarms noted during testing. Pump was set to the current time and left for an hour. The pump time and date was the same as the current time and functioned properly. The pump was cut open for visual inspection and found dried insulin in the motor slide, a corroded home switch, and moisture on pcba 1, pcba 2, motor, and force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. No physical or moisture damage was found in the keypad assembly. Pump passed the keypad voltage test. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, corroded battery tube, cracked case (battery tube), cracked keypad overlay, keypad overlay texture damage. Pump passed full drive test. Pump error 130 was not confirmed during testing. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Time/clock anomaly was not confirmed. Pump exposed to moisture confirmed on pcba 1, pcba 2, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an alarm generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement (pump error 130) and a keypad anomaly. Troubleshooting was performed and was not able to clear the alarm, the time was visible on the pump and it advanced. The numbers were ramping and the scroll bar was moving up or down with no input from the user. The pump was not exposed to the change in altitude. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.